Event description:
The 6 inch piece of tubing was not sealed. This compromises the sterility of the product. The unit was discarded by the hospital. No pt involvement or further complications occurred. No further details were provided.